Event description:
Sept. 12, 2006: attorney alleges medtronic failed to provide appropriate instruction to prevent infection when "old tubing from the (explanted) infected pump was used which led to infecting the new pump." No further follow-up will be performed as this is a legal case. Same as manufacturer's report#: 2182207200601598 and 2182207200601701.